Event description:
A 10-hole, 1/3 tubular plate implanted on a comminuted monteggia fracture with radial head dislocation was noted as broken about 4 weeks post-operative. Patient was in a posterior splint for two weeks after implant and then a sugar tong splint for two weeks. Plate was implanted with 3 screws proximal to the comminution, 5 screws distal and 2 screws with the comminution. All screws were non-locking screws. Broken plate was removed during revision procedure and a 3.5mm locking plate was placed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.